Manufacturer narrative:
The report that the device was replaced due to ¿unable to bond / communicate¿ with ipg was confirmed. Analysis of the ipg found that ¿as received¿ it was inoperable. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on or about (B)(6) 2025 and the root cause is the unrelated procedure the patient reported having (laparoscopic surgery). Patient stated they did not move ipg into surgery mode prior to that procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 to replace the ipg. Therapy was restored post-operatively.